Event description:
It was reported that the patient experienced pocket pain. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.